Manufacturer narrative:
Additional information was received that it was not determined if electrocautery was used during the previous procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual (B)(4)). Sc-1160 (sn (B)(4)) device evaluation indicated that the patients remote was not communicating with the implant. The device would not be charged nor linked. Internal inspection detected high temperature on u2_asic, low vh impedance, and excessive sleep current due to the damaged u2_asic. Such symptom is the characteristics of the device damage due to exposure to high-voltage transients. It could not be determined if electrocautery was used during the lead revision.

Event description:
A report was received that the patient had difficulty charging the ipg and communicating the ipg to the remote control following a lead revision procedure (MFR report number 3006630150-2018-60846). The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging the ipg and communicating the ipg to the remote control following a lead revision procedure (MFR report number 3006630150-2018-60846). The patient underwent an ipg replacement procedure and was doing well postoperatively.